Manufacturer narrative:
Continuation of concomitant products: 5086mri58 lead, implanted: (B)(6) 2013.

Event description:
It was reported that an implantable pulse generator (ipg) pocket infection occured. Cultures were taken and the organism is methicil lin-sensitive staphylococcus aureus. Antibiotic treatment was administered. Ipg system was explanted and replaced with leadless ipg. No further patient complications have been reported as a result of this event.